Manufacturer narrative:
No conclusion can be drawn at this time. Should add'l info be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that during a mitral valve repair procedure that the catheter could not be inserted into the introducer supplied with the catheter. After multiple attempts, the tip of the catheter became damaged and came off. A new catheter was obtained and was inserted into the introducer. This catheter was used in the case successfully, and there were no adverse pt consequences as a result.